Manufacturer narrative:
The surgeon did not allege a specific device failure, patient adverse event, and details surrounding the patient's request to have the fastener removed were not provided. As such we do not know if there is any adverse patient issue associated to the capsure fastener used to treat the patient. As reported, the patient will be undergoing additional surgical intervention to remove the fastener. Additional information was requested from the clinician. To date there has been no response to our requests for further details about the event. A lot number and product code were not provided and a review of the manufacturing records could not be performed. If additional event and/or evaluation information is obtained, a supplemental MDR will be submitted. Device not returned.

Event description:
It was reported that a surgeon requested a consult regarding the removal of capsure fastener that were placed in the sacral area (possibly confined to the ligament, potentially in the disc) during a sacrocolpopexy procedure and now the patient would like to have the fastener removed. The surgeon who requested information on removing that fastener did not implant the capsure fastener in the patient. A surgical consultation occurred and the consulting surgeon explained the structure of capsure fastener and the best way to remove it. Also advised getting an x-ray to confirm the location of the fastener.